Event description:
It was reported that the patient was experiencing loss of lower extremity motor and sensory neuromonitoring feedback during surgery. The procedure was aborted and patient was doing well.